Manufacturer narrative:
The event of inoperable ipg was reported to abbott. Based on the information received, the patient reported that the ipg would not communicate. The issue began for this patient approximately 6 months ago after not charging the implant. The patient programmer showed error 2501 and the charger could not locate the ipg. Ipg was explanted, patient has effective therapy and no complications occurred. Explanted ipg will not be returned due to facility policy. The results of the investigation are inconclusive as the device was not returned for analysis.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.